Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were oversensed signals in the non-sustained oversensing episodes that didn't look physiological. Provocative testing was performed but the noise could not be reproduced, real egms were free from noise. X-ray did not reveal any abnormalities. Physician decided to monitor the lead via merlin@home. Patient condition was good.